Event description:
Additional information: it was reported that the event was due to an occlusion in the distal segment of the catheter. During explant it was noted that there was "sludge" at the catheter tip. The catheter dye study was performed on (B)(6) 2012. The catheter was replaced on (B)(6) 2012. The patient was hospitalized for the event. The patient outcome was reported as no injury and dose titration was currently in process.

Event description:
It was reported that the patient did not have pain relief. A dye study was performed, but were unable to aspirate the catheter; they were able to inject small amounts of with great force. Aggregate was noted at the end of the catheter. The catheter was replaced. There was no reported patient injury. The pump delivered dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the catheter (B)(4) revealed a dark residue occlusion in the dispensing holes. The returned catheter was received in pieces with the most distal portion with the dispensing holes along with segment 3 both having been dissected longitudinally by the customer. Inspection of the returned pieces prior to decontamination revealed a small piece of foreign material in one of the dissected pieces. It was determined that the material was associated with the drug used in the pump.

Manufacturer narrative:
Catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unknown. (B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.